Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the distal tips of 2 mitek ideal suture shuttles broke off into the pt's joint space. The fragments were easily retrieved and the procedure was concluded successfully using a competitor's device (arthrex) without further issue or harm to the pt. One of the complaint devices was discarded and the other will be returned for eval. See also associated MDR 1221934-2010-00205.